Event description:
It was reported that during review of devices and MRI guidelines, the manufacturer representative (rep) mentioned that patient hasn't charged ins is 6 months. When asked why patient (pt) hasn't charged in 6 months, pt indicated she was having issues with the recharger (rtm) getting too hot on her skin and was having difficulty charging so she stopped using device. Since pt is in need of MRI, rep is helping pt get ins up and running today. They are not experiencing the heating issue today as they are placing the rtm paddle over piece of clothing instead of directly over the skin. This seems to have resolved the "heating" issue for today. Rep will continue working to get ins up and running. Technical services (ts) reviewed for pt to montior and to call patient services if issues with heating continue. Pt called back regarding the recharger. Pt said controller kept showing the message 'call medtronic'. Pt did not know what the message was. Pt turned ins off before it runs out of charge like before. On the call patient services (ps) had pt use the controller. It showed 'no device found'. Ps instructed pt to try passive recharge mode. Controller then showed rm03. Pt said recharger had been getting hot. Pt started having an issue about a year ago and then stopped using the device completely. This past monday pt went to their healthcare provider (hcp). Rep 'reset' the device/reprogrammed the pt. Pt had been having trouble with knees. Pt said wires go all the way up to neck and they affect their knee/leg and now pt is walking much better with the stimulator on. Rep got it going again and got pt charged up. Pt charged it one other time since then. A replacement rtm was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the following rtm failure: recharger problem, cannot continue, call medtronic message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.